Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by pressing the same foot pedal again. The philips field service engineer (fse) visited onsite and confirmed that the system¿s wired foot pedal was unable to trigger x-rays. Upon troubleshooting, fse found mechanical issues with the wired foot pedal, which caused delays in producing x-rays. The defective wired footswitch was returned to philips for failure analysis, and it was identified that anti-slips rings were missing. To resolve the issue, fse replaced the wired foot pedal. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.